Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not functional) was confirmed. Upon investigation the front and rear response buttons were non-functional. The cause for the failure was damaged response button switches. In addition, the response button covers were missing. The root cause for the damaged switches was excessive force. The root cause for the damaged response button covers was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not functioning.